Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Patient was admitted following hemoptysis, cardiopulmonary arrest and was coded twice. The source of bleeding was not confirmed (hemoptysis vs hematemesis). Patient was placed on comfort care. Care withdrawn, patient expired on (B)(6) 2019. No further or additional information was provided

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the submitted log file; however, a correlation between the device the patient¿s reported bleeding and expiration cannot be conclusively determined. The patient was admitted after they experienced hemoptysis, cardiac arrest and was coded twice. A log file from the time of the reported event was submitted. The log file contained approximately 24 days of data, spanning from (B)(6) 2019 20:05 to (B)(6) 2019 01:14 which captured numerous low flow alarms on (B)(6) 2019, where the calculated flow was captured as 2.4 lpm or lower. Besides these events, the device appeared to be operating as expected and remained above the low speed limit for the duration of the log file. Pump, flow, and pi ranged from 3.7-5.6 watts, 2.5-5.8 lpm, and 3.0-7.9, respectively. A specific cause for the low flow alarms cannot be conclusively determined. Per the vad coordinator, the source of the bleeding was not confirmed with an egd and bronchoscopy pending. The patient was intubated and underwent a blood transfusion and protonix drip. The patient remained intubated and sedated with a family meeting pending. It was then reported that no egd or bronchoscopy was performed. The patient was placed on comfort care, care was then withdrawn, and the patient expired on (B)(6) 2019. Multiple requests for product returned and additional information was sent to the customer. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 13.4, "alarms screen," outlines system's advisory and hazard alarms and how to respond to them. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.